Event description:
It was reported that right ventricular (rv) lead was attempted implant. The rv lead was repositioned due to high thresholds but helix could not be retracted. Also when the lead was taken out, a piece of tissue was entangled. As a result, a different lead was implanted. No additional patient adverse effects were reported. This device is not expected to return for analysis.

Manufacturer narrative:
Should additional information become available, this report will be updated.